Event description:
The handle on the end of the handpiece would not turn properly. A new device was opened on the sterile field. The doctor eventually was able to get the device to function properly. The failed device was given to the gyn resource nurse.what was the original intended procedure?unknown.device #1is this a laboratory device or laboratory test?no.